Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition lcd monitor screen was not displaying. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image was confirmed during the device evaluation. The likely cause of the reported event is due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.